Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor was inserted on (B)(6) 2023 and it could not be linked to the transmitter. The transmitter when placed on arm, was unable to detect the sensor. It was initially thought that the issue was with the transmitter. To confirm this, a new transmitter was given to the user and was asked to try linking with that. However, the problem persisted. The customer was then asked to consult hcp and discuss the possibility of removing and replacing the sensor. The possible root cause of the issue could be a procedural error from the inserting hcp. Either the sensor was inserted too deep or the sensor might have possibly remained inside the insertion tool. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where the newly inserted sensor could not be linked to the transmitter. The patient was recommended to visit the hcp and discuss about removing and replacement of the sensor.